Manufacturer narrative:
Date of event is an approximate with year valid. The main component of the system and other applicable component is product ID: 3889-28, lot# va0psxl, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had not used the implant or patient programmer because the implant did not help their symptoms. Patient reported that the last thing their healthcare professional said was to go in and replace the electrode. Patient was at the MRI facility during the report because they needed a MRI of their head/brain and would like to make sure the implant was off with the patient programmer. It was confirmed that the MRI was not related to the device or therapy. There was no power on the patient programmer. Patient replaced the batteries in the programmer. Patient successfully sync after reposition antenna and ins was on. Patient was able to successfully turning the ins off. No further complications were reported as a result of this event.